Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned flexible shaft connector, lot 2168304, was manufactured december, 2005. It was received partially assembled with the set screw missing. The device shows routine wear associated with normal use, as well as a fair amount of wear on the proximal jacobs chuck connecting post. The complaint condition is confirmed because the assembly will come apart without the set screw. However, the complaint condition cannot be replicated since the screw was not returned. A review of the current edition of the design drawing was performed. The design was found to be sufficient for its intended use. The assembly drawing does specifically call out that (B)(4) should be applied to the set screw, and upon close inspection, residual traces are apparent in the threads of the cap sleeve. Therefore, the received device meets the drawing specifications and the complaint condition is not the result of a design deficiency. It is common practice for sterile processing technicians to disassemble a device if possible for cleaning/reprocessing and may have led to this complaint condition. While (B)(4) is required for the application via the part drawings, it is clear that the screw was still able to be removed. When the device was reassembled it appears that the set screw was omitted, most likely lost as a result of disassembly. Without the set screw locking the cap sleeve to the main connector housing, it is possible for the compression spring to be compressed unevenly which could allow the pins to fall out of their slot. Without the pins, the washers and compression spring can shift which would keep the device from operating properly. In conclusion, the complaint condition is confirmed. It is likely that disassembly for cleaning, and subsequent loss of the set screw and/or improper reassembly of this device led to the complaint condition, rather than any design deficiency. The device is determined to be suitable for its intended use and the complaint condition is adequately addressed by the risk analysis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a flexible shaft connector broke during surgery. The surgeon was performing a trochanteric fixation nail procedure for a fractured femur and while reaming, the shaft connector came apart. It was also reported that the set screw and a pin came out of the device during the last of the reaming. All the broken pieces were retrieved and none of them remain in the patient. There was no delay in surgery and no patient adverse event. This is report 1 of 1 for (B)(4).